Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal procedure, the surgeon was able to press the green button and squeeze the handle but the reload did not fire after loading; it was able to close and open but did not fire. Another reload was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal procedure, the surgeon was able to press the green button and squeeze the handle but the reload did not fire after loading; it was able to close and open but did not fire. Another reload was used to complete the case. The handle was fine and used in many other cases. There was no patient injury.